Manufacturer narrative:
Vyaire medical file identification: (B)(4). The suspect device has not been returned. Therefore, no root cause or analysis will be determined. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
The customer reported to vyaire medical that immediately when the vela ventilator was powered on, "high rate". "Xdcr fault", and "low ve" alarms occurred. The reporter confirmed that there is no patient involvement associated on this event.